Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 54 events were reported for this quarter. Product return status 31 devices were evaluated based on historical data analysis. 12 devices were received. 11 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 31 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: degradation problem identified, wear problem, no device problem found / bearings 1 device: degradation problem identified, wear problem, overheating problem identified / bearings 11 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: wear problem, no device problem found / bearings 5 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: wear problem, no device problem found / part/component/sub-assembly term not applicable 3 devices: degradation problem identified, overheating problem identified / bearings product disposition 34 devices: scrapped by stryker 9 devices: product not received 11 devices: product disposition is not yet determined additional information 54 devices were not labeled for single-use. 54 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 54 events for the failure: overheating of device. - 43 events had problem identified during non-clinical procedure; there was no patient involvement. - 9 events had no health consequences or impact. - 2 events had problem identified before clinical use/exposure; there was no patient involvement.